Manufacturer narrative:
B5. Additional information received; it was reported that further intervention was performed as the endoleak was still present on po st-operative CT. A chevar procedure was then performed on both renal arteries and a non mdt cuff was implanted to just below the sma. It was reported that during the index procedure it was difficult to implant the endurant in the correct position due to the shape of the blood vessel changing when the device was inserted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 52.8 mm abdominal aortic aneurysm. It was reported that during the index procedure, final angiogram was performed after the device was implanted , where an endoleak type 1a was noted. A non-medtronic aorta extension device was implanted to the proximal region, but the endoleak still remained. As per the physician, cause of the event was due to patient's anatomy. It was stated that the shape of the blood vessel, including the blood vessel in the aortic neck, is bent as a whole, and the shape of the blood vessel changes due to the insertion of the wire and the shaft of the delivery system. It was reported that the physician felt like a problem that it was implanted downward from the position planned to be implanted. No additional clinical sequelae were reported and the patient will be monitored.